Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the suction channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation. In addition to the reportable findings provided in b5, the evaluation found the objective lens had a scratch, chip and the adhesive around the objective lens had a white-clouded area. The adhesive around the light guide lens had a white-clouded area, due to wear of the angle wire; the play of the up/down knob was out of the standard value, the adhesive on the bending section cover was chipped, cracked, and had a white-clouded area. The paint on the suction cylinder and air/water cylinder was peeled, the universal cord and connecting tube were scratched, and the plastic distal end cover was burned. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of pre-cleaning, the customer aspirated water through the instrument / suction channel, there were no abnormalities in the accessories used for reprocessing, it was unknown if the customer presoaked the endoscope in the detergent solution, the instrument channel outlet was wiped and brushed with clean lint-free cloths / brushes / sponges, and the instrument channel / instrument channel port / suction cylinder were brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the objective lens is scratched on the gastrointestinal videoscope. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign objects came out of the suction port due to the clogging of the suction tube in the universal cord. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.